Event description:
Related manufacturing reference number: 2017865-2024-33499. It was reported that the right atrial and right ventricular leadless pacemakers exhibited a false rrt alert. The alert was cleared successfully. The patient was stable.